Event description:
It was reported that the patient underwent a revision approximately four weeks post-implantation due to detachment of the modular head. The patient was experiencing pain prior to the revision. The head and body were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: compr srs tumor bdy- 51mm cat # 211221 lot # 993050. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.